Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported the pt discovered leaking cartridges when pulling back the cartridge plunger. The pt did not report any high or low blood glucose readings or symptoms, and did not seek medical attention. There was no adverse event associated with this issue.